Event description:
A malfunction on the pump was reported by the caller, but there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level, remaining within the normal range. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.